Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose 740mg/dl. The customer was experiencing unexplained high glucose for the past three days. Troubleshooting was performed. The customer stated that he was vomiting and dehydrated. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. The customer also mentioned having bent cannulas. The customer's recent glucose reading was 329mg/dl, and he has treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.